Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with this lead has endocarditis. A procedure was performed to remove the vegetation from the leads. There is still a huge amount of marbling left. This has kept them from removing the system. "Until the patient discontinues his drug use and also gains weight there isn't a date set for system extraction". Should additional information be received, this file will be updated.